Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the right ventricular lead exhibited no capture and it was noted that the patient had complete heart block. Additional testing was performed which found that the lead had significantly high capture threshold and no capture can be observed at the programmed settings. The lead was then reprogrammed to prepare the patient for a lead revision procedure. On (B)(6) 2020, the lead was explanted and replaced. During placement of the new right ventricular lead, the new lead exhibited a sharp increase in capture threshold and impedance while attempting to implant. The physician observed that the insulation had a ribbed exterior and the texture was not as smooth as expected. The physician replaced the new lead as a precaution and the procedure was completed without further incident. The patient was reported to be in stable condition following the procedure. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
The reported event of the insulation surface not being smooth was confirmed in the laboratory. The lead body was found to be twisted throughout the entire lead. The inner coil in the connector region was found to be over torqued due to procedural damage. The reported events of elevated capture threshold and lead impedance were not confirmed. Other than procedural damaged observed, analysis was normal. No anomalies were found.